Event description:
On 8/feb/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis. Subsequent attempts to obtained additional clinical information (e.g., discharge summary, organism, causality, patient demographics) were unsuccessful.